Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was returned to the operating room on (B)(6) 2014 due to a change in pump positioning. Specific information regarding the change in position was not provided. The patient's pump speed was running at 8600 rpm's, because he was having a lot of pulsatility index events with increased speeds. The patient continued to have heart failure symptoms and was placed on milrinone 0.3 mcg/kg/min. Echocardiography showed mild mitral regurgitation and the aortic valve was not opening. The patient's lactate dehydrogenase level was at 1400 u/l, and the plasma free hemoglobin was 37.6 g/dl. The patient was administered 30 mg IV of tissue plasminogen activator, which was unsuccessful. On (B)(6) 2014, the surgeon exchanged the pump and a thrombosis was noted on the rotor.

Manufacturer narrative:
Approximate age of device: 1 day. The device is expected to be returned for evaluation; it has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported event could not be conclusively determined. Device thrombus, hemolysis, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Installation and orientation of the inflow and outflow conduits is also detailed in the instructions for use. Additionally, the heartmate ii left ventricular assist system operating manual explains that "pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: heartmate ii lvad pump thrombosis, noted by increasing ldh on (B)(6) 446, (B)(6) 543, (B)(6) 758, (B)(6) 882, (B)(6) 1166, (B)(6) 1346. Tpa 30 mg given with no response. On (B)(6) 2014 ldh 1479, patient taken to the operating room for heartmate ii lvad pump exchanged for suspected thrombus on propellar. On (B)(6) 2014 ldh decreasing to 599 post pump exchange. Additional information also indicated: hemolysis and heart failure.